Event description:
It was reported that the patient presented in-patient post-implant procedure. Upon device interrogation, the atrial lead failed to sense and exhibited far r-wave oversensing. Fluoroscopy imaging showed that the lead was dislodged. The lead was repositioned successfully on (B)(6) 2023. The patient condition was stable.